Event description:
It was reported that the patient was shocked inappropriately four times and was hospitalized. The device was approaching elective replacement indicator. The device was explanted and replaced. Upon analysis, the device was returned, analyzed, and tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device - inconclusive analysis - incomplete. It was noted that a critical random access memory error occurred on (B)(6) 2010 after explant which prevented further analysis as all longevity data was cleared.